Manufacturer narrative:
The reported issues were addressed with surgery. The device was not returned for physical investigation. Conclusion: the reported event was not related to device malfunction. Per the initial report this could have been the result of the high stick, but this could not be determined. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the wire and the device was removed. Final hemostasis was achieved with the device. In recovery, it was determined that the patient had a retroperitoneal bleed that required surgery to correct. No further complications or injury reported. Patient has recovered and was discharged.